Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and associated atrial pacing lead exhibited high pacing impedances at 1800-2000 ohms and intermittent noise one day post implant. Pacing thresholds were still good. Technical services discussed a potential loose connection with the device and atrial lead, or possible damage to the lead during the implant.

Manufacturer narrative:
The field representative later reported that the patient was brought in for an invasive procedure. When the pocket was opened, a loose setscrew was confirmed. This was tightened and the impedance issue was resolved. No adverse patient effects were reported. The device and lead remain in service without further complication.